Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented remotely with episodes of non sustained right ventricular oversensing (nsrvo) alerts on their implantable cardioverter defibrillator (ICD). It was noted that the signal may be from myopotential oversensing. A clinical visit to was suggested but not yet scheduled. No patient symptoms reported.